Event description:
The info received from the reporter indicated that during a percutaneous coronary intervention, the stent struts were broken and damaged while passing the cypher stent through the pre-dilated calcified lesion. The cypher was removed from the pt without inflation.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product disturbed in the united states. Add'l info will be submitted within 30 days from receipt of add'l info.